Event description:
It was reported to hill-rom that a caregiver received glass microspheres in the eyes while working with a bed that had leaked microspheres. The caregiver flushed out the eyes and experienced no further problem. A hill-rom technician confirmed that a seam failure of the sheet caused the glass microspheres to leak onto the floor. The bed was removed from the account.

Manufacturer narrative:
A hill-rom technician confirmed that a seam failure of the sheet caused the glass microspheres to leak onto the floor. The bed was removed from the account.